Event description:
It was reported that during an unspecified procedure, the tip of the luge guidewire broke off and remains in the patient. The lesion being treated was in the right coronary artery (rca). Patient status is reported as 'stable' and is still in the hospital as of the date of this report.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.